Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) patient was scheduled for device/lead assessment due to allegations of far-field oversensing and beeping tones. The device was interrogated and displayed a 'pulse generator fault' message and tones were not generated during magnet application.